Event description:
Reporter stated that patient obtained blood glucose results of 2.8 mmol/l and 6.2 mmol/l, within 1 minute, on the accu-chek mobile system. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Device not returned to manufacturer.